Manufacturer narrative:
(B)(6).

Event description:
It was reported that the reducing suture of the ultrabutton adjustable fixation device became tangled in the femoral tunnel and could not be tied properly in an acl repair procedure. Another implant was used to complete the procedure. No unsupported material remained inside of the patient. No injury or complications were noted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.